Manufacturer narrative:
Engineering evaluation of the returned device showed that the patella component presents with what appears to be delamination of the surface in two distinct locations. However, insufficient evidence has been presented to identify the precise cause of the wear pattern. In addition, the part presented with scratches on the anterior surface consistent with manipulation/extraction of the component.

Event description:
A total knee replacement was revised approx 18 months post operatively due to infection. This event occurred outside of the united states, in (B)(6).